Manufacturer narrative:
The technician found the casters and the brake block mechanism was worn. He replaced the four casters and the brake block mechanism to repair the bed.

Event description:
Info received indicates the brake is not holding.